Event description:
It was reported that the patient had an avaulta mesh surgery in (B)(6) 2008. Since the surgery patient has had recurring uti and bladder infections, pain in the pelvic region and left side numbness.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).